Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g1(contact person- mfg site), g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) evaluated the unit and found that the machine gave the alarm "autofill failure" when testing the machine because the pneumatic module assy was broken. After the fse replaced the pneumatic module assy, the unit worked normally. All functional and safety test performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aoritc balloon pump (iabp) device had autofill fail warning. There was no patient involved and no injury reported.